Event description:
The customer initially reported that when trying to cut, the knife would no longer retract causing the jaws to no longer open. The device was removed from tissue by being cut out with another device. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent. The knife did not function with the trigger. The handle was removed and it was found that the trigger pin was bent inside of the shaft. We were unable to determine when the pin was bent. The plug was slightly melted, possibly due to reprocessing, and could not be plugged into the generator, so functional testing could not be performed the device is intended for single use only and has not been designed to be reprocessed. Engineering evaluations have been able to duplicate the failure mode of the knife protruding by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.